Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aq-2010v intraocular lens. Lens was inserted into the eye and tore. The doctor decided to remove the lens at which time causing the swelling and impaired vision. At 4 week post-op examination (04/19/2000) the doctor found pt's eye and cornea had healed. Pt is doing fine.